Manufacturer narrative:
Concomitant products: product ID 97791, lot# n356995, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was scheduled to have a revision with a "565" lead due to the lead migration. The surgery was scheduled for (B)(6) 2013. Additional information has been requested, a second follow up report will be sent if additional information is received.

Event description:
It was reported that an anchor may not have held the lead in place resulting in a lead migration. Multiple programming attempts were made. No decision was made whether or not the patient needed a lead revision. It was reported that the patient was alive with no injury or adverse event. Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
Additional information was received which reported that revision was performed where percutaneous leads were removed and replaced with a surgical lead. The reporter indicated that "it did appear" that the anchor slid down the lead. The patient was receiving good stimulation.